Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue button had been missing. A technical support specialist (tss) exited and relaunched the application, then requested the user to try again. After the relaunch, the issue button appeared, and the user was able to dispense the medication without any issues. A technical support specialist confirmed that it had been a pi 55845 issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower issue button was missing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.